Manufacturer narrative:
In response to FDA report number: mw 5088835.

Event description:
Patient additionally reported "severe headaches" and "fatigue"; these events are not device related.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reasons for reoperation are deflation, wrinkling, cardiac complications, hypotension, neurological symptoms, yeast infection problems/utis, problems with concentration/anxiety/irritable/sometimes lab work off, night sweats/blackout spells, skin itches, skin irritated if out in the sun, cold extremities, toenail won't grow right and keeps falling off. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported the left side "seems to have less fluid" and is "wrinkled/crinkled." Patient additionally reported "heart problems", "palpitations," "bradycardia," "dysautonomia," "hypotension," "problems with concentration," "anxiety," "irritable," "sometimes lab work off," "night sweats," "blackout spells," "extremities stay cold," "toenail that won't grow right and keeps falling off," "hair loss," "memory problems," "ibs," "vaginal yeast infection problems/utis," "skin itches" "all the time"; these events are not related to the device. Device remains implanted.